Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a bolus of 80ml of iso 370 was partially delivered. The emergency department patient was having a CT scan of their thorax, when IV contrast mixed with the patient's blood leaked. The IV dressing was removed to further evaluate, and the IV connection was retightened, however the patient continued to bleed. A disconnection was then noted at the junction between the tubing and the needleless connector. The extension set was changed, and the scan was repeated.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, "upon completion of 80ml iso 370 injection, poor IV bolus recognized during CT thorax. Pts IV(lt ac) was checked for infiltration and/or leakage. IV contrast mixed with pt's blood observed on pt's arm , CT table and floor. IV dressing was removed to further evaluate. Upon removal of dressing and after IV connection was re-tightened, pt continued to bleed from IV site. After further evaluation, j loop IV tubing connecting to the needle-less connector broke free on its own, revealing source of IV malfunction. IV j loop was completely removed and replaced with pt still on CT table. Scan was repeated with success, then pt returned to ed. Pts nurse notified, and j loop packaging recovered from trash for further investigation. Carefusion maxplus pressure rated extension set with removable clear needle-less connector, ref: mp5303-c, lot: (10) 18086778, exp(17)2023-08-22."

Manufacturer narrative:
Additional medwatch information provided.